Manufacturer narrative:
Pump received with broken battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window, cracked case reservoir tube window corners, cracked case near display window corners, cracked on display window, missing end cap sticker, stained address/serial number label and minor scratches on display window noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the blood glucose was high and reservoir will not lock into pump. The blood glucose was 109 mg/dl at the time of the incident. Customer also reported that, he reservoir kept popping out. Customer stated that, she does not know how reservoir will not fasten into pump and reservoir will not stay locked in pump. Customer advised to replace and discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.